Event description:
It was reported the monitor power turned off. This issue occurred during a diagnostic endoscopy procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the ¿the power supply is turned off¿ event occurs due to the faulty printed circuit board (g1). Olympus will continue to monitor field performance for this device.